Event description:
It was reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer, after understanding that the reset was a safety feature and involved no prior issues with the same pump, complied with instructions to manually restart the cgm sessions and reload the cartridge. The customer successfully resumed insulin use.